Event description:
The staff of the nicu smelled a electrical burning smell. Upon investigation it was found to be a giraffe omni bed that was being warmed for the next patient. No patient in bed at time. There appeared to be blackened light. Also the air filter appears to have caught on fire.these are new beds for the unit. The units were all assembled by ge. This unit and 9 other beds were removed from the unit pending investigation.======================manufacturer response for incubator, giraffe omnibed (per site reporter).======================awating response.======================manufacturer response for light, spot light (per site reporter).======================awaiting response.